Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Gap of adhesive on the distal end allowed a stain to enter inside the lens through the gap. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The forceps passage had a leak in the instrument channel and black fluid was coming from the channel. Additional findings include the following: the distal end was missing the forceps cover, the control body had a cut pink probe / had minor scratches, the bending section cover adhesive was cracked, switch 1 had a cut, the control body customer label had fluid (no corrosion after aeration), the scope connector had fluid and minor corrosion, the electrical insulation value was not to specification, the customer label on the ultrasound medical connector had fluid, and the up / down / right / left control knob were loose. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the leak test and was dripping black fluid. The issue was found during reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction of the scope dripping black fluid.